Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump was received with a broken reservoir tube lip, missing the reservoir tube o-ring, with cracked display glass and case, severe scratches on the display window, and missing the end cap sticker.

Event description:
Customer's wife called to report the insulin pump had a broken reservoir compartment. Blood glucose reading was 550 mg/dl. The rim of the reservoir compartment had a missing piece and the reservoir cannot stay in the insulin pump. The wife stated that the damage occurred during normal use. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.